Manufacturer narrative:
The product is not expected to be returned for evaluation. Investigation has been initiated based upon the reported information.

Event description:
A physician recently used duragen and experienced an infection within the area of the graft placement. The physician asked for information from integra on infection and neurovascularization. Additional information was requested to the hospital.